Manufacturer narrative:
The customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4).

Event description:
All channels need service message. There was no patient involvement. (B)(4). Physical damage. Customer stated all channels error 263 was confirmed due to bad nicad and lithium batteries for they failed to hold charge, and lost calibration parameters. Found broken up drive module on channel a, damaged ail sensor on channel a, broken case at top and bottom. Awaiting for customer's approval with major repair. (B)(4). Major repairs needed per tony nguyen, service tech, due to failed nicad and lithium batteries, broken drive on channel a, damaged air in line assembly on channel a and broken case. Repair declined by ciera shappell, customer support specialist, at cshappell@technicallifecare.com as the customer requested the unit be returned unrepaired for all additional repairs. (B)(4).

Manufacturer narrative:
The customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.